Event description:
It was reported that the patient had no more silicon on part of the driveline. Tape was added for repair and there were no active alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that no further plan of care was decided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed superficial damage to the driveline; however, a specific cause for this damage could not be conclusively determined through this evaluation. No alarms were reported in association with this event. It was communicated that tape was used to repair the driveline, and the plan of care for the patient would be discussed by the medical team. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number, (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii lvas patient handbook, rev. C, are currently available. Several sections of the IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.